Manufacturer narrative:
Date sent: 8/8/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a left hemicolectomy procedure, the device did not apply the staples properly. The surgeon had to suture by hand where the anastomosis was not properly formed. A colostomy was performed.